Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer performed transducer tests and reported the circuit pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.